Manufacturer narrative:
Device evaluation is not necessary because the reported events have been determined as not related to vns therapy, but due to the presence of the device and the patient's vibrating vest.

Event description:
It was reported that the patient's vns had begun to protrude once again. It was stated that after the surgery and subsequent healing, the patient began to wear the vibrating vest again. The patient's skin was beginning to break down and the generator was extruding and visible through the skin. The patient underwent vns replacement surgery.

Event description:
It was reported that a patient's generator had migrated in the left chest wall. The patient started having discoloration above the generator site about one month after implant surgery. The device had been working itself out of the pocket because the patient was wearing a vibrating vest at night (used to prevent respiratory issues/asthma not related to vns). The patient started wearing the vest about one month after surgery, and that is when the skin at the generator site started to break down. The generator was confirmed to have been sutured in place. The patient had generator pocket revision surgery due to the migration. No further relevant information has been received to date.

Event description:
Clarification was received that the surgery was for scar revision only. No further relevant information has been received to date.